Manufacturer narrative:
Method: review and confirmation of the mfg records was performed. No anomalies were found. Conclusion: it cannot be determined whether the rise in thresholds was related to device performance, or pt condition. Add'l serial #: (B)(4).

Event description:
Boston scientific (bsc) crm rec'd and reported the following info: "this lead was removed from service secondary to elevated thresholds." The lead was surgically abandoned and will not be returned for testing.